Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed no issues were found and the device appears to be in good conditions. The distal housing of the transducer appears to be in good condition. A partial detachment of the imaging window was observed. It was observed during flushing a leak in the lapjoint. Impedance testing shows a good unit wave form.

Event description:
Reportable based on device analysis completed on 14apr2020. It was reported that leak of saline and lost image occurred. An opticross imaging catheter was selected for use. During flushing, leak of saline was observed from the joint part of the blue shaft and the tip part. It was tried to insert inside the patient's body and an image appeared but became black from the mid-way and disappeared. The procedure was completed with another of the same device and no patient complications were reported. However, device analysis revealed a partial detachment in the lapjoint section.